Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8 637-40, serial# (B)(4), product type pump. (B)(4).

Event description:
It was reported that a motor stall was confirmed per the event logs with no motor stall recovery recorded. The motor stall was due to an MRI. The patient had been out of the scanner for ¿roughly¿ twenty five minutes. The device system was used to deliver baclofen. It was later reported it had been one hour and ten minutes since the motor stall occurred. The reporter planned to continue to interrogate the pump until a motor stall recovery was noted or until the health care professional (hcp) decided what to do. It was later reported, on the same day, a motor stall recovery was recorded in the event logs. The stall occurred for a total of three hours and seventeen minutes. It was reported the patient had a second MRI and the motor stalled at 13:00 and had not recovered as of 17:00. The hcp planned on sending the patient home and told the patient to go to the emergency room if they experienced any symptoms. Two days later it was reported after the first MRI, the motor stall occurred and recovered within three hours. After the second MRI around 2:00pm, another motor stall occurred. The second motor stall recovered in three hours. Two days later it was reported the patient did not experience any symptoms. No troubleshooting had been done after the pump recovered. The reporter had not heard from the patient on the day of the report.